Manufacturer narrative:
Extension: model 37082, serial #unk, implanted: 2011 (B)(6), explanted: 2012 (B)(6), extension: model 37083, serial #unk, implanted: 2012 (B)(6), extension: model 37083, implanted: 2012 (B)(6), plug: model 3550-29, implanted: 2011 (B)(6), explanted: 2012 (B)(6). The stimulator has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Final analysis of the stimulator revealed there were no anomalies.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported only 1 of the two connector ports on the stimulator was being used. The 1 connector port being used (electrodes 0-7) was connected to an octad extension which was then connected to two quad leads. The other connector port (electrodes 8-15) was just connected to a stimulator plug. The patient had decreasing stimulation effect, so the leads were surgically repositioned. During the revision the extension was cut, and as a result it was replaced. Rather than replacing the extension with another octad, 2 separate quad extensions were used instead. The plug was removed from the unused connector port and then an extension was plugged into both connector ports on the stimulator. One lead was connected to each extension. After the system was reconnected, there was no stimulation effect with the connector port that was previously unused (electrodes 8-11). The extension was disconnected and the lead and extension were tested with a screener producing "good" therapeutic effect. The stimulator was replaced because it was suspected the connector port had no function, and afterwards the patient had "good" stimulation effect on both leads. There was no patient injury.